Manufacturer narrative:
Device is a combination product. Patient age at time of event- 18 years or older. Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Rows at the distal end of the stent were misaligned. The tip of the device was slightly flared. The balloon section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Same case as MFR # 265-2011-01098. It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The 95% stenosed, 16x4.0mm, concentric, de novo target lesion was located at a bifurcation in the moderately tortuous and mildly calcified distal left main (lm) and the ostium of the left anterior descending artery (lad) and left circumflex (lcx) artery. A 7f guide catheter engaged the vessel and two guide wires were advanced, one to the lad and one to the lcx. The lesion was predilated with a 2.5x14mm non-bsc balloon and the stenosis was reduced to 50%. A 16x4.0mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The stent was pulled back into the guide catheter and it dislodged from the delivery balloon in the left main. The dislodged stent was retrieved from the patient. Next, a 4.0x20 taxus liberte sds was advanced through the guide catheter to the lad and it was noted that the stent was damaged and it winged from the balloon. The procedure was completed with a 3.5x20mm and a 3.0x16mm taxus liberte stent. There were no patient complications and the patient's status is stable.